Manufacturer narrative:
The device was returned for analysis. The mechanical jam, difficult to open or close, and material separation were confirmed. The difficult to remove is related to procedure conditions and cannot be replicated in a lab environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties was determined as excessive adhesive (preventing release of posterior needle shank). The investigation determined the noted excessive adhesive appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the plunger of the prostyle device was depressed, the plunger did not advance fully and there was no "click". The prostyle device was very tricky to remove, the footplate would not fully go back into place initially. With difficulty, the footplate was returned to normal position and a firm pull was used to get the prostyle device out. It was noted that the thread attaching to the top footplate had snapped. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 16f sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. Femoral angiogram after the procedure confirmed no vessel injury. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.